Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as complaint-(B)(4). A pin in the injector module receptacle was damaged. It was recommended to the distributor that the faulty (B)(4) im receptacle cable be replaced. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was a recessed pin on injector module receptacle. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(6) 2017, (B)(6) pharmaceuticals was notified of an injector module (im) receptacle failure for inomax dsir (B)(4). There was no impact or harm to the patient reported. On (B)(6) 2017, (B)(6) pharmaceuticals was made aware that during service, it was identified that a pin is pushed back on im receptacle (90164) on the head of dsir (B)(4). This match was found during visual inspection of the device during service. This is being reported as it is considered a reportable malfunction.